Manufacturer narrative:
At this time, covidien/medtronic has not received the suspect device/component from the customer for evaluation.

Event description:
It was reported that an 840 ventilator had a loss of graphical user interface (gui) communication error. The ventilator was not in use on a patient at the time the event occurred. The service engineer (se) replaced the graphical unit interface (gui) printed circuit board (pcb) and upgraded the backlight pcbs. The unit passed all testing and operated within the manufacturing specifications. In the event the device is received for evaluation or additional information is received a follow-up report will be submitted.